Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the user observed that the actual gas delivery rate was higher than that set by the electronic gas delivery module. There was no adverse consequence to a pt as a result of this event.